Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver handle broke into 4 big and many tiny pieces when the surgeon was inserting a 3.5 cortex screw into the patients distal tibia on (B)(6) 2018. The big pieces were removed and the smaller removed via irrigation and suction. Another screwdriver was obtained and used to complete the case. There was a surgical delay of 5 minutes to irrigate and suction the surgical area. No reported patient harm. There is one device involved in this complaint. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).